Manufacturer narrative:
(B)(4). The product is not returned to manufacturer for evaluation however x-ray images were submitted which were analysed. X-ray analysis: "multiple CT and x-ray images provided for long segment thoraco pelvic fixation.the ilium set screws appear to be dislodged.the remainder of the visualized instrumentation appears intact.cannot see the top of construct, but by report, this had to be extended due to junctional failure.unable to assess extent of bony fusion on images provided.the rod contour at the lumbosacral transition also appears exaggerated."

Event description:
It was reported that patient underwent a fixation surgery at th10-s2 on (B)(6) 2016.post-op, on (B)(6) 2017 ,CT scan revealed s2 left set screw has backed out. The patient is asymptomatic at this point so the patient is followed up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent laminectomy on (B)(6) due to paralysis which was originally suspected to be infection.a re-operation for the back-out is scheduled for (B)(6) 2017.

Manufacturer narrative:
This product is a pack of 4 set screws of catalog# (B)(4), 510k# k113174 and UDI (B)(4).

Event description:
It was reported that patient underwent revision surgery on (B)(6) 2017. During revision surgery backed-out set screw was explanted along with the screw.